Event description:
It was reported that the patient presented for a routine generator change procedure. Prior to the procedure, the left ventricular (lv) lead exhibited high capture threshold. The lead was capped and replaced on (B)(6) 2024. The patient was in stable condition throughout the procedure.